Event description:
It is reported that this large esophageal covered stent migrated into the pt's stomach. Attempts to remove it using a snare were unsuccessful. It was reported that the event may have been caused by an overly aggressive diet and food impaction. A second stent was placed. No product will be returned for eval.